Event description:
The compressor leaks, causing a low pressure alarm. The field service engineer notes that the elbow from the heat convector was loose in the head of the compressor. The fitting was tightened; however, due to damage to the head, the field service engineer will return to replace the compressor. There was no pt injury.